Event description:
It was reported that the doctor has reported metal shavings on a breast biopsy images. The procedure occurred on (B)(4) 2010. There have been no patient consequences reported. A request to follow-up on the images to be received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.